Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the pmw35 staple is not releasing cleanly from stapler. Another device was used to complete the case. There was no consequence to the pt.